Event description:
It was reported that the device did not alarm for ECG leads off on (B)(6) 2025, at 10:00 pm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Manufacturer narrative:
Philips conducted a preliminary log file analysis the day after the incident and found that the monitor was disconnected from the central unit between approximately 10:15 pm and 1:30 am. This disconnection may be due to a telemetry malfunction, as similar issues were reported at multiple stations throughout the night. The case has been escalated for further investigation. However, since the patient monitor connects to a standalone central station, remote analysis is not possible. A field service engineer has been dispatched to the site to gather more information. Unfortunately, following an update to the control panel and a complete system reinstallation, only status logs from the monitor are available, making a technical investigation impossible. The product malfunction was unable to be confirmed because a log file analysis was not possible. The customer canceled the quote for further analysis. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported that the device did not alarm for ECG leads off on (B)(6) 2025, at 10:00 pm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
This is a supplemental report to correct the text in b5.

Event description:
It was reported the device did not alarm for ECG leads off. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
This is a supplemental report to update the text in b5.

Event description:
It was reported that the device did not alarm for ECG leads off on (B)(6) 2025, at 10:00 pm. The device was in use on a patient. There was no report of patient or user harm.